Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that both he and the doctor are assuming that the coaguchek xs meter (serial number (B)(4)) does not measure correctly. He reports the following sequence of events. On (B)(6) 2016 at 08:00 pm he states he measured 24% quick on his meter. On (B)(6) 2016, he attempted to drive to his company, but he had to stop in a service area because of respiratory distress. He contacted his company; they called the ambulance for him. He was not able to contact the ambulance on his own. The ambulance arrived and they did an ECG and measured his blood pressure. They took blood from his vein and sent it to the laboratory. It was stated that the sample yielded a result 48 % quick. They sprayed nitrolingual pump spray under his tongue to dilate his blood vessels. A pulse of oximetry was done at his ear to check his oxygen saturation. The customer was then brought to the hospital because of suspicion of a heart attack. They diagnosed that some "vortex dislocation "went towards the lung and caused the respiratory distress and the impairment of the lung. The vortex location was later described to mean that he had dislocated some vertebrae. It was also stated that his current diagnosis was "pain due to dislocated swirls". He was originally in intensive care and after that, he was moved to the normal station. In the ICU, a heart x-ray and an ultrasound were done. He was on telemetry and a "long term ECG". He was started on heparin on (B)(6) 2016. The customer is under the impression that he has a low tolerance to ramipril. He has taken for about three weeks and very often feels dizzy. He states that the doctor assumes that the coaguchek xs measured wrong and the customer believes that this was the causing the deterioration of his health. The customer was still in the hospital at the time of contacting the company and it is unknown for how long he has to stay. His therapeutic range is reported to be 20 - 30% quick ( 2 -3 inr). The suspect product was requested to be returned and the replacement product was sent. The meter has been returned and the download of the patient data shows on (B)(6) 2016 the customer has a result of 41% quick (1.6 inr) at 11:26 am and a result of 24% quick (2.3 inr) at 10:34 am.

Manufacturer narrative:
The customer returned the strips and the meter. The test strips and vial did not show any defects. The meter appeared undamaged and was clean on the outside. The returned test strips were measured with the returned meter in comparison with relevant retention test strips (lot 206631-10) and the current master lot coaguchek xs pt test strip (lot 230734-80). The returned customer material and retention material meets the specification.